Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when ligating cystic duct, clips were not loading properly. Malformed clips were also observed. Another clip was used to resolve the issue in order to complete the case. There was no patient injury.